Event description:
It was reported that a flogard infusion pump has buttons on channel a that do not function. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Visual inspection did not identify any external damage to the keypad. Functional testing identified that the channel a keypad did not function. The cause was determined to be a disconnected kepad cable. To resolve the issue the keypad cable was reconnected. The device was restored to a good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.